Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that in the past the physician has felt resistance while advancing pod packing coils (pod pcs) during procedures. There was no report of an adverse effect to the patient.